Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that intermittently it has a 100b (post) (vent-inop): watchdog test failed error code message and he has already replaced solenoids 3 and 4 per the service manual to address the issue. However, the error came back in a day or two. The customer request onsite service. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing

Manufacturer narrative:
Updated codes and additional information : the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced da pcba board to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was tested and identified that the device pressure accuracy testing failed for proximal pressure sensor at zero pressure. The suspect da pcba was operated on the standard test bed (stb) with alarm and diagnostic code 110a (proximal pressure sensor autozero failed) generated immediately during the stb operation. The reason for the pressure accuracy failure was due to a faulty and out of spec u6/ proximal pressure sensor on suspect da pcba.